Manufacturer narrative:
The user received an early sensor replacement alert on (B)(6) 2023, day 18 of sensor life. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor. B4: date of this report 26 september 2024. D9: device available for evaluation? Yes on 13-june-2023. G3: date received by the manufacturer? 19-sept-2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On 15 march 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.